Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the reporting person said that the sulu did not fire and it was necessary to be replaced. This extended surgery time by more than 30 minutes.